Event description:
Female patient undergoing a laparoscopic repair of recurrent hiatal hernia. Per operating room staff report, despite the appropriate steps taken by the provider, the endostitch would not close on the suture to properly load. The device was removed from service and a new endostitch was retrieved. The suture was loaded into the new endostitch and completed the procedure.